Manufacturer narrative:
Results and conclusions: (stent deformation). (Stenosis, calcification, tortuosity). Deformation problem. (B)(4).

Event description:
The physician attempted to implant one resolute integrity drug-eluting stent (3.00mm x 30mm) to an excessively calcified lesion in the lad with 90% stenosis and moderate tortuosity but the stent could not cross. When the device was removed it was noted to be deformed. The physician completed the procedure with another resolute integrity stent. Rotational atherectomy and poba were carried out. The lesion was pre-dilated using a 2.75*15 balloon 4 or 5 times at 18 atm for a total of 60seconds. No abnormalities were noted during device inspection and preparation prior to the procedure. There was no adverse event to the patient evaluation summary the distal tip was flared and damaged. A number of struts on the 1st three distal segments were raised and pulled proximally. The 12th distal segment and the 11th proximal segment were deformed with struts partially raised. The remaining segments were intact.